Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection'), breast cancer female ('surgery (other) type of surgery: breast cancer/'), infected neoplasm ('breast cancer infection'), hernia repair ('hernia repair'), autoimmune disorder ('autoimmune disorder'), staphylococcal infection ('infection (other): heavy growth of staphyllococcus aureaus') and multiple episodes of cancer pain ('leg pain due to cancer\right arm pain post 36 lymph nodes', 'tumor / teratoma / cancer type: breast pain') in a 46-year-old female patient who had essure (batch no. 654848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal occlusion and novasure endometrial ablation". The patient's medical history included low back pain, muscle spasm, breast neoplasm, vaginitis, hypothyroidism and breast cancer. Concurrent conditions included abdominal pain, ovarian cyst, stenosis, anxiety, tiredness, depression, uti, cystitis, cervicitis, rash, cervicitis human papilloma virus, mood swings, night sweats, itchy, invasive ductal breast carcinoma, necrosis nos, neoplasm, hyperplasia, lymph node disorder, breast neoplasm nos, abnormal weight gain, acute bronchitis, insomnia, chest cold, cough, weight loss, right upper quadrant pain, breast swelling, erythema, abscess, hematoma, scarring, axillary lymph node biopsy, blurred vision, shortness of breath, menses irregular, inflammation, fibrocystic breast, uterine fibroids, sore throat, dysfunctional uterine bleeding, mastodynia, pain in limb, bursitis, dermatitis, pain in hip, knee pain, leg pain, endometriosis, lymphedema, edema, pain in heel, dyspnea, urinary frequency, uti, upper respiratory infection, plantar fascial fibromatosis, dizziness, giddiness, latex allergy, redness, dyspareunia, pelvic pain, coughing, sneezing, ache, mediastinum neoplasm, hilar mass, swelling of legs, bone disorder, osteoporosis, metastatic disease, sjogren's, osteopenia, autoimmune disorder, arthritis, thyroid disorder, stiffness hip, sjogren-larsson syndrome, swollen glands, umbilical hernia repair, lung cancer, mixed incontinence, nocturia and latex allergy. Concomitant products included alprazolam, azithromycin, cefalexin (keflex), ceftriaxone (ceftin), cefuroxime, celecoxib (celebrex), cyclobenzaprine, cyclophosphamide (cytoxan), diclofenac sodium, doxorubicin (adriamycin), fluconazole, hydrochlorothiazide, hydrocodone, hydromorphone, ibuprofen, levothyroxine sodium, lorazepam (ativan), meclozine hydrochloride, methylprednisolone acetate (depo-medrol), metronidazole (menol), metronidazole (metrogel), ondansetron, oxycodone, oxycodone hydrochloride;paracetamol (endocet), paracetamol (acetaminophen), phentermine, probiotics nos, rivaroxaban (xarelto), tamoxifen, triamcinolone acetonide and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient underwent hernia repair (seriousness criterion medically significant), 6 months 16 days after insertion of essure. On (B)(6) 2010, the patient experienced back pain ("back pain"). On (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type, ifection in vaginal"). On (B)(6) 2012, the patient was found to have infected neoplasm (seriousness criterion medically significant). On (B)(6) 2012, the patient was found to have breast cancer female (seriousness criterion medically significant). On (B)(6) 2014, the patient was found to have the first episode of cancer pain (seriousness criterion medically significant) and experienced swelling ("sweling"), arthralgia ("knee pain") and chondromalacia ("chondromalacia"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: lots/hots flashes"), affective disorder ("hormonal changes describe: moods"), seasonal allergy ("allergic or hypersensitivity reaction type: seasonal"), food allergy ("allergic or hypersensitivity reaction type: food"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems / psych injury"), autoimmune disorder (seriousness criterion medically significant), rubber sensitivity ("rashes or skin conditions types latex"), headache ("migraines / headaches:headaches"), bladder disorder ("bladder or urinary problems or changes/ bladder problems"), urinary tract disorder ("bladder or urinary problems or changes/ urinary problems"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), visual impairment ("vision/eye problems type: 20/50"), pain ("pain all over"), staphylococcal infection (seriousness criterion medically significant) and cystitis ("bladder infection") and was found to have the second episode of cancer pain (seriousness criterion medically significant). The patient was treated with antibiotics, ciprofloxacin hydrochloride (cipro), cortisone, desvenlafaxine succinate (pristiq), fluconazole (diflucan), lorazepam, metronidazole, metronidazole benzoate (flagyl), oxycodone hydrochloride;paracetamol (percocet), valaciclovir hydrochloride (valtrex), zolpidem and surgery (double mastectomy,chemotherapy,lumpectomy,skin graft,breast reconstructive surgery and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, breast cancer female, infected neoplasm, the last episode of cancer pain, hernia repair, hot flush, affective disorder, seasonal allergy, food allergy, vaginal infection, female sexual dysfunction, mental disorder, autoimmune disorder, rubber sensitivity, headache, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, visual impairment, back pain, pain, swelling, arthralgia, chondromalacia, staphylococcal infection and cystitis outcome was unknown. The reporter provided no causality assessment for pelvic infection with essure. The reporter considered affective disorder, arthralgia, autoimmune disorder, back pain, bladder disorder, breast cancer female, chondromalacia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, food allergy, headache, hernia repair, hot flush, infected neoplasm, mental disorder, pain, rubber sensitivity, seasonal allergy, staphylococcal infection, swelling, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection, visual impairment, the first episode of cancer pain and the second episode of cancer pain to be related to essure. The reporter commented: on the left, there were 4 visible coils. On the right there were 2 visible coils after placement diagnostic results (normal ranges are provided in parenthesis if available): - in 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: back pain, fatigue,knee pain,breast cancer,hot flashes, headache, pain breast, pelvic infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (b(6) 2019: plaintiff fact sheet received. New events: bladder infection added and psych injury clubbed with psychological disorder. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection'), breast cancer female ('surgery (other) type of surgery: breast cancer/'), infected neoplasm ('breast cancer infection'), hernia repair ('hernia repair'), autoimmune disorder ('autoimmune disorder') and staphylococcal infection ('infection (other): heavy growth of staphylococcus aureaus') in a 46-year-old female patient who had essure (batch no. 654848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal occlusion and novasure endometrial ablation". The patient's medical history included low back pain, muscle spasm, breast neoplasm, vaginitis, hypothyroidism and breast cancer. Concurrent conditions included abdominal pain, ovarian cyst, stenosis, anxiety, tiredness, depression, uti, cystitis, cervicitis, rash, cervicitis human papilloma virus, mood swings, night sweats, itchy, invasive ductal breast carcinoma, necrosis nos, neoplasm, hyperplasia, lymph node disorder, breast neoplasm nos, abnormal weight gain, acute bronchitis, insomnia, chest cold, cough, weight loss, right upper quadrant pain, breast swelling, erythema, abscess, hematoma, scarring, axillary lymph node biopsy, blurred vision, shortness of breath, menses irregular, inflammation, fibrocystic breast, uterine fibroids, sore throat, dysfunctional uterine bleeding, mastodynia, pain in limb, bursitis, dermatitis, pain in hip, knee pain, leg pain, endometriosis, lymphedema, edema, pain in heel, dyspnea, urinary frequency, uti, upper respiratory infection, plantar fascial fibromatosis, dizziness, giddiness, latex allergy, redness, dyspareunia, pelvic pain, coughing, sneezing, ache, mediastinum neoplasm, hilar mass, swelling of legs, bone disorder, osteoporosis, metastatic disease, sjogren's, osteopenia, autoimmune disorder, arthritis, thyroid disorder, stiffness hip, sjogren-larsson syndrome, swollen glands, umbilical hernia repair, lung cancer, mixed incontinence, nocturia and latex allergy. Concomitant products included alprazolam, azithromycin, cefalexin (keflex), ceftriaxone (ceftin), cefuroxime, celecoxib (celebrex), cyclobenzaprine, cyclophosphamide (cytoxan), diclofenac sodium, doxorubicin (adriamycin), fluconazole, hydrochlorothiazide, hydrocodone, hydromorphone, ibuprofen, levothyroxine sodium, lorazepam (ativan), meclozine hydrochloride, methylprednisolone acetate (depo-medrol), metronidazole (menol), metronidazole (metrogel), ondansetron, oxycodone, oxycodone hydrochloride;paracetamol (endocet), paracetamol (acetaminophen), phentermine, probiotics nos, rivaroxaban (xarelto), tamoxifen, triamcinolone acetonide and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient underwent hernia repair (seriousness criterion medically significant), 6 months 16 days after insertion of essure. On (B)(6) 2010, the patient experienced back pain ("back pain"). On (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type, ifection in vaginal"). On (B)(6) 2012, the patient was found to have infected neoplasm (seriousness criterion medically significant). On (B)(6) 2012, the patient was found to have breast cancer female (seriousness criterion medically significant). On (B)(6) 2014, the patient was found to have the first episode of cancer pain ("leg pain due to cancer\right arm pain post 36 lymph nodes") and experienced swelling ("swelling"), arthralgia ("knee pain") and chondromalacia ("chondromalacia"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: lots/hots flashes"), affective disorder ("hormonal changes describe: moods"), seasonal allergy ("allergic or hypersensitivity reaction type: seasonal"), food allergy ("allergic or hypersensitivity reaction type: food"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems"), autoimmune disorder (seriousness criterion medically significant), rubber sensitivity ("rashes or skin conditions types latex"), headache ("migraines / headaches:headaches"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), visual impairment ("vision/eye problems type: 20/50"), pain ("pain all over") and staphylococcal infection (seriousness criterion medically significant) and was found to have the second episode of cancer pain ("tumor / teratoma / cancer type: breast pain"). The patient was treated with antibiotics, ciprofloxacin hydrochloride (cipro), cortisone, desvenlafaxine succinate (pristiq), fluconazole (diflucan), lorazepam, metronidazole, metronidazole benzoate (flagyl), oxycodone hydrochloride;paracetamol (percocet), valaciclovir hydrochloride (valtrex), zolpidem and surgery (double mastectomy,chemotherapy,lumpectomy,skin graft,breast reconstructive surgery and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, breast cancer female, infected neoplasm, the last episode of cancer pain, hernia repair, hot flush, affective disorder, seasonal allergy, food allergy, vaginal infection, female sexual dysfunction, mental disorder, autoimmune disorder, rubber sensitivity, headache, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, visual impairment, back pain, pain, swelling, arthralgia, chondromalacia and staphylococcal infection outcome was unknown. The reporter provided no causality assessment for pelvic infection with essure. The reporter considered affective disorder, arthralgia, autoimmune disorder, back pain, bladder disorder, breast cancer female, chondromalacia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, food allergy, headache, hernia repair, hot flush, infected neoplasm, mental disorder, pain, rubber sensitivity, seasonal allergy, staphylococcal infection, swelling, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection, visual impairment, the first episode of cancer pain and the second episode of cancer pain to be related to essure. The reporter commented: on the left, there were 4 visible coils. On the right there were 2 visible coils after placement. Diagnostic results (normal ranges are provided in parenthesis if available): - in 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: back pain, fatigue,knee pain,breast cancer,hot flashes, headache, pain breast, pelvic infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection,'), breast cancer ('surgery (other) type of surgery: breast cancer'), mastitis ('breast cancer infection'), hernia repair ('hernia repair'), autoimmune disorder ('autoimmune disorder') and staphylococcal infection ('infection (other): heavy growth of staphylococcus aureus') in a 46-year-old female patient who had essure (batch no. 654848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal occlusion and novasure endometrial ablation". The patient's medical history included low back pain, muscle spasm, breast neoplasm, vaginitis, hypothyroidism and breast cancer. Concurrent conditions included abdominal pain, ovarian cyst, stenosis, anxiety, tiredness, depression, uti, cystitis, cervicitis, rash, cervicitis human papilloma virus, mood swings, night sweats, itchy, invasive ductal breast carcinoma, necrosis, neoplasm, hyperplasia, lymph node disorder, breast neoplasm nos, abnormal weight gain, acute bronchitis, insomnia, chest cold, cough, weight loss, right upper quadrant pain, breast swelling, erythema, abscess, hematoma, scarring, axillary lymph node biopsy, blurred vision, shortness of breath, menses irregular, inflammation, fibrocystic breast, uterine fibroids, sore throat, dysfunctional uterine bleeding, mastodynia, pain in limb, bursitis, dermatitis, pain in hip, knee pain, leg pain, endometriosis, lymphedema, edema, pain in heel, dyspnea, urinary frequency, uti, upper respiratory infection, plantar fascial fibromatosis, dizziness, giddiness, latex allergy, redness, dyspareunia, pelvic pain, coughing, sneezing, ache, mediastinum neoplasm, hilar mass, swelling of legs, bone disorder, osteoporosis, metastatic disease, sjogren's, osteopenia, autoimmune disorder, arthritis, thyroid disorder, stiffness hip, sjogren-larsson syndrome, swollen glands, umbilical hernia repair, lung cancer, mixed incontinence, nocturia and latex allergy. Concomitant products included alprazolam, azithromycin, cefalexin (keflex), ceftriaxone (ceftin), cefuroxime, celecoxib (celebrex), cyclobenzaprine, cyclophosphamide (cytoxan), diclofenac sodium, doxorubicin (adriamycin), fluconazole, hydrochlorothiazide, hydrocodone, hydromorphone, ibuprofen, levothyroxine sodium, lorazepam (ativan), meclozine hydrochloride, methylprednisolone acetate (depo-medrol), metronidazole (menol), metronidazole (metrogel), ondansetron, oxycodone, oxycodone hydrochloride;paracetamol (endocet), paracetamol (acetaminophen), phentermine, probiotics nos, rivaroxaban (xarelto), tamoxifen, triamcinolone acetonide and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient underwent hernia repair (seriousness criterion medically significant), 6 months 16 days after insertion of essure. On (B)(6) 2010, the patient experienced back pain ("back pain"). On (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type, infection in vaginal"). On (B)(6) 2012, the patient experienced mastitis (seriousness criterion medically significant). On (B)(6) 2012, the patient was found to have breast cancer (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pain in extremity ("leg pain due to cancer\right arm pain post 36 lymph nodes"), swelling ("swelling"), arthralgia ("knee pain") and chondromalacia ("chondromalacia"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), breast pain ("tumor / teratoma / cancer type: breast pain"), hot flush ("hormonal changes describe: lots/hots flashes"), affective disorder ("hormonal changes describe: moods"), seasonal allergy ("allergic or hypersensitivity reaction type: seasonal"), food allergy ("allergic or hypersensitivity reaction type: food"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems"), autoimmune disorder (seriousness criterion medically significant), rubber sensitivity ("rashes or skin conditions types latex"), headache ("migraines / headaches: headaches"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), visual impairment ("vision/eye problems type: 20/50"), pain ("pain all over") and staphylococcal infection (seriousness criterion medically significant). The patient was treated with antibiotics, ciprofloxacin hydrochloride (cipro), cortisone, desvenlafaxine succinate (pristiq), fluconazole (diflucan), lorazepam, metronidazole, metronidazole benzoate (flagyl), oxycodone hydrochloride;paracetamol (percocet), valaciclovir hydrochloride (valtrex), zolpidem and surgery (double mastectomy, chemotherapy, lumpectomy, skin graft, breast reconstructive surgery and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, breast cancer, mastitis, breast pain, hernia repair, hot flush, affective disorder, seasonal allergy, food allergy, vaginal infection, female sexual dysfunction, mental disorder, autoimmune disorder, rubber sensitivity, headache, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, visual impairment, back pain, pain in extremity, pain, swelling, arthralgia, chondromalacia and staphylococcal infection outcome was unknown. The reporter provided no causality assessment for pelvic infection with essure. The reporter considered affective disorder, arthralgia, autoimmune disorder, back pain, bladder disorder, breast cancer, breast pain, chondromalacia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, food allergy, headache, hernia repair, hot flush, mastitis, mental disorder, pain, pain in extremity, rubber sensitivity, seasonal allergy, staphylococcal infection, swelling, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection and visual impairment to be related to essure. The reporter commented: on the left, there were 4 visible coils. On the right there were 2 visible coils after placement. Diagnostic results (normal ranges are provided in parenthesis if available): in 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: back pain, fatigue, knee pain, breast cancer, hot flashes, headache, pain breast, pelvic infection. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs& mr received reporter information, lot no was added. Case become incident injury nos replaced by new event pelvic infection, hots flashes, moods, seasonal allergy , food allergy, vaginal infection, apareunia, (inability to have sexual intercourse), psychological psychiatric problems, autoimmune disorder, latex, migraines, bladder disorder, urinary tract disorder, dental problems, dysmenorrhea (cramping), breast cancer, dyspareunia (painful sexual intercourse), breast pain, vaginal discharge, fatigue, vision problems, back pain, legs pain, pain all over, hernia repair, headaches, breast cancer infection, swelling, knee pain, chondromalacia, medical device monitoring error, heavy growth of staphylococcus aureus. Severity added leg pain. Medical history and concomitant drugs, treatment drugs and lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.